Manufacturer narrative:
The user-reported over infusion issue was not confirmed. The pump was tested and found to be operating within all specifications on 06/01/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00129).

Manufacturer narrative:
The manufacturer is still waiting for the arrival of the infusion pump.

Event description:
The user reported that "I have a pump that delivered a medication in 26 minutes that was supposed to run over an hour. I rechecked by running a 100 ml saline bag programmed to run over an hour, ran in 40 minutes". No patient injury or harm occurred for this case.